Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cannot insert cutter" was confirmed. The device failed the cutter insertion test during the pre-repair diagnostic assessment. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be inserted in the device. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.